Event description:
During a coronary drug eluting stent procedure, the physician was unable to fully expand the stent. Pt had direct stenting done with a taxus express2 drug eluting stent in the obtuse marginal branch (om) in november 2005, with good results. At the time it was noted that the pt had a 50% stenosed lesion in left anterior descending (lad), but was not treated during that intervention. In janurary 2006 the pt was referred for another intervention because of continued ches pain. Access was obtained through the right femoral artery. It was confirmed that the stents previously placed in the om remained widely patent. Direct stenting of the lad was attempted using a 3.0x20mm taxus express2 drug eluting stent. The stent was inflated at 18atms for 46 seconds. The physician was unable to get the stent fully inflated and removed inflation balloon and used a non-complaint balloon. The 3.0x8mm quantum maverick balloon was inflated twice; 22atms for 34 seconds and 24atms for 29 seconds. There was no improvement. The physician then used a 3.5x8mm quantum maverick balloon and inflated it six times from 5atms to 26atms for up to 22 seconds. Again there was no improvement. Before the last inflation of the quantum maverick balloon, the physician introduced a buddy wire to the target lesion and inflated the balloon one more time. Again there was no improvement. The physician then tried another brand non-compliant balloon. The 3.25x8mm guidant powersail rx balloon was then advanced to the stent and inflated twice; 24atms for 15 seconds and 25atm for 15 seconds. The physician was still "unable to crack this very hard lesion." There was timi iii flow through out and no evidence of dissection. The pt remained hemodynamically stable but did get angina during the inflations. The procedure was ultimately terminated and pt was referred for revascularization surgery. At the end of the procedure the pt was not experiencing discomfort and was reported to be stable. Pt was transferred to the catheterization recovery floor.